Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment/non-emergency treatment, which was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon troubleshooting, fse found the suit pc was not booting. Fse installed a new suit pc and loaded software, but the issue was not resolved. Fse identified that the flex spot pc is not running normally when reloading the software. Fse changed the slot for the hard drive in flex spot pc, which resolved the issue temporarily. As a permanent solution, fse installed a new flex spot and reinstalled the software. The defective parts were returned to philips for failure analysis; the cause of the failure of the suite pc could not be conclusively determined, and the cause of the flex spot pc was found to be a faulty hard disk drive bay. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc, which is used for the host pc, image processing pc, and flex vision pc. If one of these pcs breaks down, the system stops functioning, and no imaging is possible. Philips has initiated a medical device correction z-1151-2024. After replacement of the flex spot pc, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system would not boot up. There was no reported patient or user harm. The device was reportedly in clinical use at the time the issue occurred. Philips has started an investigation of this complaint.